Manufacturer narrative:
E1: customer (person) phone =(B)(6) e3: customer occupation = chief executive officer h3: the device is not being returned for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the patient underwent caesarean section with delivery of a liveborn female infant. Estimated intraoperative blood loss was ~800ml. Following surgical closure, vaginal bleeding was noted and a ¿bakri tamponade balloon catheter¿ was placed and inflated to 350ml. Estimated cumulative blood loss at that time was 1500ml. The patient was transferred to the post-anesthesia care unit (pacu) and continued vaginal bleeding was noted and abdo-palpitation was performed. Non-invasive blood pressure monitoring demonstrated a downward trend. Intramuscular carboprost was administered with successful uterotonic effect. Vaginal bleeding continued and a second obstetrician was consulted, and the positioning of the bakri device was questioned. Ultrasound imaging performed in pacu did not demonstrate the bakri balloon within the uterus, and the balloon was not palpable. A subsequent abdominal ultrasound identified the bakri balloon within the abdominal cavity. A decision was made to return the patient to the operating room. Upon re-opening, it was confirmed that the bakri was outside of the uterus, within the abdominal cavity, and perforation of the right lateral-posterior broad ligament was noted. The perforation was oversewn, and hemostasis was initially achieved with the uterus exteriorized. Following repositioning of the uterus, significant recurrent bleeding was observed from the posterior uterine surface, with cumulative blood loss reaching approximately 3l, accompanied by coagulopathy. A third obstetrician was called to assist. Additionally, a vascular surgeon was requested for exploration of the common iliac vessels and tributaries to facilitate access to the posterior operative field. The uterus was returned to the abdominal cavity, and a second bakri balloon was inserted. Ongoing vaginal bleeding persisted, with an additional estimated blood loss of approximately 4l. Estimated cumulative blood loss at that time was 8500ml. Due to uncontrolled hemorrhage, a decision was made to proceed with hysterectomy and subsequent hemostasis was achieved. The patient was intubated and transferred to the intensive care unit at another facility. The patient was hemodynamically stable, subsequently extubated, and remained in ICU for two nights prior to transferring back to the delivering hospital for post-operative care. The patient was discharged with enhanced maternal child health plan and information for the birth trauma association.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a ¿bakri tamponade balloon catheter¿ was used for treatment of a postpartum hemorrhage (pph) following a cesarean section. The patient was a 32-year-old, female, with no reported pre-existing conditions. The patient underwent cesarean section with delivery of a liveborn female infant, with an estimated intraoperative blood loss of approximately 800 ml and complete surgical closure achieved. During transfer from the operating table to the recovery bed, ongoing vaginal bleeding was noted while the patient remained in the operating theater, prompting vaginal placement of a bakri tamponade balloon catheter using standard technique; the catheter was manually confirmed to pass through the cervix into the uterine cavity without resistance, though it advanced higher than expected, and the balloon was inflated to 350 ml. At that time, cumulative blood loss was estimated at approximately 1.5 l, and the patient was transferred to the pacu. Persistent vaginal bleeding continued in pacu rather than drainage into the bakri device, accompanied by abdominal palpation findings and a downward trend in noninvasive blood pressure; intramuscular carboprost was administered with temporary uterotonic response. Due to continued bleeding, a second obstetrician was consulted, and concern was raised regarding bakri positioning; bedside ultrasound demonstrated that the balloon was not within the uterine cavity, and subsequent abdominal ultrasound identified the balloon within the abdominal cavity. The patient was returned to the operating room, where surgical exploration confirmed a 3¿4 cm perforation of the posterior right lateral uterine wall/broad ligament with migration of the bakri balloon into the right iliac fossa; the hysterotomy was not reopened, the catheter tubing was cut to facilitate removal, and approximately three hours were required to access and repair the defect. A third obstetrician assisted, and a vascular surgeon was consulted due to concern for pelvic sidewall injury; internal iliac artery ligation was performed. Despite initial hemostasis with the uterus exteriorized, recurrent bleeding occurred after uterine repositioning, with cumulative blood loss reaching approximately 3 l and evidence of coagulopathy, and an additional estimated 4¿5 l blood loss associated with management of the uterine perforation. Persistent uterine atony then contributed to ongoing vaginal hemorrhage; a second bakri balloon was inserted vaginally under direct visualization with the abdomen open, but bleeding persisted with an additional estimated 4 l blood loss, bringing cumulative blood loss to approximately 8.5 l. Given refractory uterine atony rather than ongoing traumatic bleeding, the decision was made to proceed with hysterectomy, which was uncomplicated and achieved definitive hemostasis with minimal additional blood loss. The patient was intubated and transferred to the ICU at another facility, where she stabilized hemodynamically, was extubated, remained for two nights, then returned to the delivering hospital for postoperative care and was discharged with an enhanced maternal¿child health plan and information for the birth trauma association. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for evaluation. Therefore, no physical examinations could be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: warnings: "this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." "Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding." "Patient urine output should be monitored while the bakri postpartum balloon is in use." Instructions for use: "important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial." "Transabdominal placement, post-cesarean section 1. Determine uterine volume by direct examination. 2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix. Note: remove and stopcock to aid in placement and reattach prior to filling balloon. 3. Have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium. 4. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing. Note: ensure that all product components are intact and the hysterotomy is securely sutured prior to inflating the balloon. If clinically relevant, the abdomen may remain open upon inflation of the balloon to closely monitor uterine distention and confirm the hysterotomy close. Note: if clinically relevant, a b-lynch compression suture may be used in conjunction with the bakri postpartum balloon." "Balloon inflation with syringe warning: always inflate the balloon with sterile liquid. Never inflate with air, carbon dioxide or any other gas. Warning: the maximum inflation is 500 ml. Do not overinflate the balloon. Overinflation of the balloon may result in the balloon being displaced into the vagina. Note: to ensure that the balloon is filled to the desired volume, it is recommended that the predetermined volume of the fluid be placed in a separate container, rather than relying on a syringe count to verify the amount of fluid that has been installed into the balloon. 1. Place an indwelling urinary bladder foley catheter at this time, if not already in place, to collect and monitor urine output. 2. Using the enclosed syringe, begin filling the balloon to the predetermined volume through the stopcock. 3. Once the balloon has been inflated to the predetermined volume, confirm placement via ultrasound. Note: see fig. 1 for proper placement. 4. If desired, traction can be applied to the balloon shaft. In order to maintain tension, secure the balloon shaft to the patient's leg or attach to a weight, not to exceed 500 grams. Note: to prevent displacement of the balloon of the balloon into the vagina, counterpressure can be applied by packing the vaginal canal with iodine- or antibiotic-soaked gauze. 5. Connect the drainage port to a fluid collection bag to monitor hemostasis. Note: to adequately monitor hemostasis, the balloon drainage port and tubing may be flushed clear of clots with sterile isotonic saline. 6. Monitor the patient continuously for signs of increased bleeding and uterine cramping. Balloon inflation with rapid installation components see figs. 2-8, at the front of this booklet. Note: ultrasound should be used to confirm proper placement of the balloon once the balloon is inflated to the predetermined volume." Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received from the reporting obstetrician following the initial MDR submission. The cesarean section had been fully completed and surgical closure achieved prior to placement of the bakri tamponade balloon catheter. Ongoing vaginal bleeding was noted during transfer from the operating table to the recovery bed, and the patient remained in the operating theater. The bakri balloon was inserted vaginally using standard technique, with manual confirmation that the catheter passed through the cervix into the uterine cavity. No unusual resistance was encountered during insertion, although the operator later recalled that the device advanced higher than expected. The balloon was inflated and the patient was transferred to recovery. In the pacu, the patient continued to bleed vaginally rather than into the bakri device. A vaginal examination again confirmed that the catheter tubing was visualized entering through the cervix. Ultrasound imaging demonstrated that the bakri balloon was not located within the uterine cavity but within the abdominal cavity. The patient was returned to the operating room, where surgical exploration confirmed perforation of the posterior right lateral uterine wall with an approximately 3¿4 cm defect and migration of the balloon into the right iliac fossa. The hysterotomy was not reopened. The catheter tubing was cut to facilitate removal of the device. Approximately three hours were required to access and repair the uterine defect. A third obstetrician assisted, and a vascular surgeon was consulted due to concern for possible pelvic sidewall injury; internal iliac artery ligation was performed. Estimated blood loss associated with management of the uterine perforation was approximately 4¿5 liters. Following repair of the traumatic injury, persistent uterine atony contributed to continued vaginal bleeding. A second bakri balloon was inserted vaginally under direct visualization while the laparotomy remained open; however, bleeding persisted, with an additional estimated blood loss of approximately 4 liters. The decision to proceed with hysterectomy was based primarily on refractory uterine atony rather than ongoing traumatic bleeding. The hysterectomy itself was uncomplicated and associated with minimal additional blood loss. The patient¿s postoperative course remained as previously reported.